Event description:
It was reported that during a procedure, metal shavings came out of the attachment and fell into the surgical site. The area was thoroughly irrigated and another handpiece and attachment were used to complete the procedure. There was no additional treatment was prescribed to the pt as a result of this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the ball retainer assembly was cracked and worn.